Event description:
The rn received the patient from the cardiac cath lab at 1500 and noted no bleed from the right radial tracelet after the procedure. Approx half hour afterwards, saw tracelet right radial wrist bleeding which required manual pressure for approx. 10-12 minutes with arm elevated. A new tracelet was applied at 22ml of air. Forty-five (45) minutes after placement, no active bleed, no hematoma. Ecchymosis noted. Patient was discharged home approx 3-4 hours after tracelet issue. The manufacturer is aware that this facility is having repeating problems with this device. Product has been returned.